Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced a tmp failure and a blood pump failure during a patient¿s hemodialysis treatment. The patient was moved to another machine to complete treatment with no reported harm or adverse event. The estimated blood loss to the patient was 50ml. It was later confirmed that a technician replaced the ultrasonic level detector sensors and the blood pump to resolve both issues and return the machine to service.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced a tmp failure and a blood pump failure during a patient¿s hemodialysis treatment. The patient was moved to another machine to complete treatment with no reported harm or adverse event. The estimated blood loss to the patient was 50ml. It was later confirmed that a technician replaced the ultrasonic level detector sensors and the blood pump to resolve both issues and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was reported that a technician replaced the level detector sensors and calibrated the arterial and venous modules. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.